Manufacturer narrative:
Tech found that the head of bed will not raise up. Cause: unit needed new valve guide tube. Replaced the valve guide tube to resolve this issue.

Event description:
Complaint alleged that the head of bed will not raise. Controllers were not working.